Manufacturer narrative:
(B)(4). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was confirmed. Upon review of the returned product, the inner bag was sealed into the seal area of the outer tray lid. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial knee procedure, when the sales rep peeled off the tyvek, the inner packaging was stuck. When the sales rep opened the inner packaging the implant was stuck and fell onto the floor when the sales rep tried to get it out. Another implant was available so there was no delay. No adverse event has been reported associated with this complaint.